Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and has developed paradoxical hyperplasia.

Manufacturer narrative:
Additional information: a2, a4, b5, d4, concomitant product, and h6. Corrected data.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the abdomen and flanks on (B)(6) 2021 using the cooladvantage and cooladvantage+ applicators and has developed paradoxical hyperplasia.